Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - exp. Date: 10/31/2015, (B)(4) - 1650de - exp. Date: 11/30/2016, (B)(4) - 1650de - exp. Date: 01/31/2017, (B)(4) - 1650de - exp. Date: 10/31/2016, (B)(4) - 1650de - exp. Date: 10/31/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have fully charged batteries and a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
It was reported patient was experiencing events of power switching. The patient is generally well and was seen in clinic on (B)(6) 2017 when he reported possible power switching which occurred in (B)(6) at an unknown date. The patient thought it was a battery issue so quarantined the battery in question. However, after another week switching occurred again. The patient has now started using all batteries again and has had no issue for past week. All batteries and both power ports appear undamaged with sound connections. There have been no vad alarms recorded. The batteries and controller were exchanged as instructed by heartware field specialist on evidence of log files with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
It was reported that the patient was experiencing power switching. The controller ((B)(4)) and five batteries ((B)(4)) were not returned for evaluation. Review of the non-returned devices' manufacturing records confirmed that the associated devices met all requirements for release.  Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections. The manufacturer is investigating momentary disconnections. Three good faith attempts were made in order to obtain return of the device. (B)(4) will be processed as a npr. Additional system component being reported for this event: serial #: battery/(B)(4), device available for evaluation: no. Serial #: battery/(B)(4), device available for evaluation: no. Serial #: battery/(B)(4), device available for evaluation: no. Serial #: battery/(B)(4), device available for evaluation: no. Serial #: battery/(B)(4), device available for evaluation: no. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.